Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "error code displayed" (device displays error message). A customer reported error messages were displayed. The customer also reported a leaky cassette. Additional information was requested. No patient impact was reported. The facility will send in samples for in-house testing.